Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed hardware low level failure and replace battery during self-test. The displacement verification test passed. Another self-test was performed and passed. The customer¿s blood glucose during the incident was 195 mg/dl. The device will be returned for analysis.